Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and loss of consciousness. The customer was taken to the hospital for treatment. It was also reported that the pump was giving an alert sound that rang all the time. The event involved product(s) mmt-1882. Troubleshooting was performed. It was confirmed that the customer passed away on the same day. It was unknown if the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The cause of death was unknown. Mmt-1882 will be returning for analysis.

Event description:
Updated summary: the customer passed away on (B)(6) 2025.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The pump was monitored for 1 day. No audio/beep anomaly noted. The following were noted during visual inspection: pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 18-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 159500 (15.95 u) and dailytotalofbolusinsulindelivered = 392000 (39.2 u) which is equal to the dailytotalofallinsulindelivered = 551500 (55.15 u). Perform the history review 1 week from the event date 18-feb-2025 in the pump history file and found 1 nodelivery (7) alarm on 02/12/2025 (during bolus), 3 nodelivery (7) alarm on 02/13/2025 (during bolus), 1 lostsensor1alert (780) on 02/14/2025, 3 nodelivery (7) alarm on 02/16/2025 (during bolus), 3 nodelivery (7) alarm on 02/17/2025 (during bolus), 3 sensorerroralert (801) on 02/18/2025, 2 lostsensor1alert (780) on 02/18/2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Alarm-audio/vibrate anomaly/absence of alarm not confirmed. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.